Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. Results: during the failure analysis evaluation, a cooling alarm activated during the console initialization process. As a result of the cooling water alarm the cooling sensor assembly was cleaned and the sislastic tubing in the cooling water system was replaced. This repair corrected the cooling water alarm. As part of the failure analysis evaluation, the cusa excel console was tested to f0407 cusa excel system renew program service record and the cusa excel console was verified as meeting specification. The DHR was reviewed for cusa excel console (B)(4) date of manufacture (B)(6) 2002. One non-conformance report (ncr) was raised during the manufacturing process for this console the power supply stopped working during the testing of the cusa excel console. Based on the fact the power supply was replaced during the manufacturing process in 2002, the failure is not related to the complaint incident. The review confirmed all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel console been released. During the time period "(B)(6) 2014 to (B)(6) 2015", the quantity of complaints over the review period (1) identified in the complaint review can therefore be calculated as 0 001% of procedures. Conclusion: the root cause of the complaint incident was identified as the customer's handpiece.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the 4th report of four involving either the cusaexcel2 or the cusa handpiece from the same facility. All four complaints are being submitted to FDA because it has not been determined which one(s) of the four was involved with burning tissue. A cusaexcel2 was involved in an event which was described as follows; originally it was reported that the cusaexcel2 was "burning" the tissue and not aspirating. Additionally information received on april 20, 2015, from the integra lifesciences representative who reported that there was no injury involved with this complaint. The surgery was prolonged and the surgery was completed by manually removing the tumor. Although he was not present during the surgery he would not describe the failure as "burned tissue". His description would be that there was little or no aspiration. Amplitude was less than 100%. There was no overtorqueing involved with the case. The units in question are 13 years old and have never had any preventative maintenance. More than likely the issue is due to one console and 2 of their hand pieces are 13 years old. Further information received april 21, 2015, from the neuro coordinator is as follows; the tissue was getting burned or charred, irrigation wasn't flowing out the tip and the tissue wasn't being aspirated into the tubing. We (me the circulator and the scrub tech) troubleshooted everything we knew to do and the issue never resolved. It did no harm to the patient and the patient did not require any additional treatment. When the surgeons noticed it burning the tissue, they stopped using it and we used a piece of the mass that had been removed to do our troubleshooting and testing on. Information received april 22, 2015, from the integra lifesciences representative is as follows; for the 2nd console and handpiece what was the issue? Was it "burned" tissue as well: not functioning at all during cases. Date this second issue with the console and handpiece occurred: they had numerous issues after the meeting (B)(4) and I had with dr (B)(6) through the first week in (B)(6).